Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2015. Date of follow-up report: (B)(6) 2015. Visual inspection found the clear insulation was damaged. The investigation found the device to function normally and within specifications. The device was activated on a simulated tissue with acceptable results and a visual seal effect was observed. The sample functioned normally when activated in the vlmode. No trend has been identified for this failure mode. No corrective action is required. An additional failure was found during the investigation; the clear insulation is damaged. The additional findings did not contribute to the reported condition. The sample failed hipot testing. The root cause of the investigation findings is user error. The IFU states to prevent damage to the flexible insulation proximal to the jaws, confirm the handle is fully closed prior to insertion into and extraction from the cannula. Use the appropriately sized cannula to allow for easy insertion and extraction of the instrument. Failure to do so may impact the integrity of the flexible insulation. Cannulas with hard, non-beveled openings may cause the flexible insulation to retract, which may compromise the insulation. If retraction occurs, the instrument must be discarded. Do not attempt to clean the flexible insulation. Cleaning may damage insulation. No trend has been identified for this failure mode. No corrective action is required.

Event description:
The customer reported that the ligasure device was difficult to activate after approximately two hours of use. At the end of the procedure the device would not activate at all. The device was returned for investigation with the clear insulation damaged and the device failed hi-pot testing.